Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Will the ostomy be reversed? What is the current status of the patient?

Event description:
It was reported via medical report that on (B)(6) 2019, surgery was performed to treat deep endometriosis with intestinal involvement by videolaparoscopy. During the surgical procedure, segmental rectosigmoidectomy was performed with the use of echelon stapler and circular cdh33 stapler for colorectal anastomosis. The stapled anastomosis was performed and the "test of the ventilator" was performed twice, which was negative in both tests. The patient progressed well in the first postoperative days receiving discharge on (B)(6) 2019. On (B)(6) 2019, therefore, on the 7th postoperative day, it evolved with fainting, paleness and abdominal distension, being immediately taken to the emergency of the hospital. On the same day, she underwent computed tomography with rectal contrast, and rectal contrast extravasation to the abdominal cavity was observed for abdominal acuity. She was then immediately submitted to a new laparoscopy, where inflammatory fluid was observed in the abdomino-pelvic cavity and dehiscence of the anastomosis in its posterior region. Performed lavage of the abdominal cavity with physiological saline, positioned pelvic drainage and made ileostomy of protection of the colorectal anastomosis. The patient remains hospitalized until (B)(6) 2019, being submitted to intravenous antibiotic therapy and evolving with prolonged paralytic ileus, with possible need for parenteral nutrition.